Event description:
Information was received from a friend/family member regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim. It was reported that they have had several falls, and their was concern that damage may have occurred, which could explain why they are not helping with the patient's symptom control. The patient said that therapy has been off for about 6 weeks, and the patient said that there is bladder loss in every room without therapy. The caller requested assistance in turning therapy on, as directed by the patient's physician. Reviewed general use and navigation basics. With instruction, they connected to the implant and successfully turned therapy on. Patient confirmed therapy is comfortable and in the vaginal area. The patient will maintain stimulation levels and will continue to track symptoms. The patient was redirected to provide updates to their managing physician. See related pe 706855160 since implant

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.